Event description:
Report received of non-delivery of pitocin due to improperly loaded tubing. According to the customer contact, a pt was receiving a pitocin drip. It was reported that the drip was noted at 8:00am to not be infusing. The amount of time the pump was infusing was not reported. "Pump and IV tubing removed as it was found and sent to central for biomed inspection". It was reported that "the tubing on the right upper side was not in groove to right of slide clamp". According to the customer contact, this pump was "cleary loaded incorrectly". There was no reported adverse pt event. Though requested, there was no further info available.